Event description:
It was reported that (1) device was used during an unknown procedure. It was reported by the rep that the cs6s did not close properly and was not coagulating tissue properly. Another instrument was used to complete the case. There was no consequence to the pt.